Event description:
According to the reporter, during an open reduction interbody fusion (orif) procedure of 5th metacarpal, the surgeon selected one of the 03.114.010 stardrive screwdrivers out of the set. As he was inserting the screw, the tip of the driver twisted and bent and would not hold the screw. He then selected a second 03.114.010 driver out of the set, and it also twisted and bent while inserting the screw. A 3rd driver from the set was selected, (one that is shorter without a retaining sleeve). The surgeon was able to complete the procedure with the 3rd driver by holding the screw manually to insert it into the hole. The procedure was extended by about 15 mins. There was no harm to the pt.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.